Manufacturer narrative:
Pump passed the displacement test but motor error alarm during prime/fill the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery test due to loose drive support disk. Pump received with minor scratched lcd window, partial broken reservoir tube lip and missing reservoir tube o-ring. The p-cap locks into the reservoir compartment properly noted. No time/clock anomaly, no audio/vibrate anomaly and no failed battery test alert noted. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin squirts when priming and clock did not kept time. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had rejecting new batteries and rewind was louder and screen was dim and hard to see. Customer stated that the insulin pump had motor error and alarm not as loud and crack by reservoir and rim around insulin pump was broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.